Event description:
It was reported that the patient developed an infection in 2012 that was unrelated to vns. It was reported that the vns system did not become infected and that the infection was not present around the vns site. The physician decided to remove the vns system so that the infection did not spread to it. It was reported that reimplant is being considered.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.